Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colorectal procedure, while performing dissection of the rectum, there was a poor staple formation. It did not form 'b'. The staple line was incomplete distally. They replaced with new ones to finished the operation. There was no patient injury.